Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The returned reload was noted to be unfired and in good visual conditions. Upon further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, it was noted that the pcb board was damaged resulting in the inability to fire the device. No further functional testing could be performed due to the condition of the device.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device would not fire after 3 fires. Surgeon used peristrips and green reloads. The case was completed with another device of the same product code. There were no patient consequences reported.